Event description:
It was reported that the insulin pump was frozen with a black screen. Troubleshooting was performed, but the screen remained frozen. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to corroded electronics assembly. The insulin pump had a corroded motor home switch.